Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "what is the mechanism of irregular pacing spikes? Pacing failure, sensing failure, or something else? A case report." European heart journal - case reports. 2020. 4, 1¿4. Doi:10.1093/ehjcr/ytaa065. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding irregular pacing spikes. The article reports one patient with an abdominal epicardial implantable pulse generator (ipg) along with a second ipg in their chest. The patient developed dizziness and an intermittent pulse. The electrocardiogram (ECG) showed pacing spikes following or not following qrs complexes. They were admitted to the hospital because of dizziness and presyncope. It was noted that the old permanent abdominal ipg had changed modes which induced a pacing spike that interfered with the newer left chest ipg. Old invalid pacing spikes interfered with valid pacing of the newer chest ipg and caused the pacing spikes. The old abdominal ipg was explanted. The status/ disposition of the devices is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.